Manufacturer narrative:
(B)(4). The device has been discarded by the customer and will not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were not fully closing/forming on vessel. A second device was used and it didn't close properly. A third device was used to complete the case. There was no adverse consequence to the patient reported. The two devices were discarded.